Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were found during analysis of the data. The device has since been received and analyzed and no anomolies were found. It was reported that the patient was brought to the ep lab after an alert for high rv lead impedance. The lead was checked with the analyzer and had good values. The device was then explanted due to no capture on the rv channal, oversensing, and the high rv lead impedance. The event was limited to the rv port of the device. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device performed, according to specifications device evaluated and alleged failure could not be duplicated capture, failure to impedance, high oversensing.

Event description:
It was reported that the patient was brought to the ep lab after an alert for high rv lead impedance. The lead was checked with the analyzer and had good values. The device was then explanted due to no capture on the rv channal, oversensing, and the high rv lead impedance. The event was limited to the rv port of the device. No patient complications were reported as a result of this event.